Event description:
It was alleged that a patient received discrepant results when testing with coaguchek xs meter serial number (B)(4). At 6:26 a.m. On (B)(6) 2022, a sample from the patient was tested using the meter, resulting in a value of 4.4 inr. At 6:28 a.m. On the same day, a sample from the patient was tested using the meter, resulting in a value of 2.9 inr. The patient's healthcare provider believed the value of 2.9 to be correct. At 6:42 a.m. On (B)(6) 2022, a sample from the patient was tested using the meter, resulting in a value of 4.1 inr. At 6:44 a.m. On the same day, a sample from the patient was tested using the meter, resulting in a value of 2.7 inr. At 8:37 a.m. On the same day, a sample from the patient was tested using the meter, resulting in a value of 2.5 inr. Testing performed at 6:44 a.m. And 8:37 a.m. Were performed with samples collected from the same finger of the patient. The patient's healthcare provider believed the value of 2.7 to be correct. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing interval is once per week.

Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. The test strip vial used for the first two tests from (B)(6) 2022 and (B)(6) 2022 was discarded. The test strip vial for the third test from (B)(6) 2022 was lot 60124921. The reporter's meter and strips from lot 60124921 were provided for investigation where they were tested using high level control sample. Testing results (qc range = 4.1¿ 6.8 inr): qc 1: 5.2 inr. Qc 2: 5.3 inr. Qc 3: 5.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Medwatch field. Occupation - the occupation is patient/consumer.